Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Blisters on his back [blister] , burnt his back [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer. An (B)(6) male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m61548, expiration date: nov2018) from an unspecified date for an unspecified indication. The patient 's medical history was not reported. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date "used for many years" for an unspecified indication with no adverse effect. The patient reported he put one heatwrap on yesterday morning ((B)(6) 2016) and took it off yesterday in the evening and he had blisters on his back. He stated it burnt his back. The patient reported he did not receive any treatment for the burns and blisters on his back. He mentioned he was using thermacare wraps for probably 5 years. When asked whether he was still using the thermacare wraps or if he stopped it, consumer stated that he used it yesterday and he did not put any on today. He also added that he did not use it every day, he just used it as needed. Clinical outcome of the events was not resolved. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (04jan2017): follow-up attempts are completed. No further information is expected. Follow-up (06jan2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the event "the burns and blisters on his back" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. No device malfunction has been identified., comment: based on the information provided, the event "the burns and blisters on his back" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. No device malfunction has been identified.

Event description:
Event verbatim [preferred term] blisters on his back [blister] , burnt his back [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) male patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number m61548, expiration date nov2018, via an unspecified route of administration from an unspecified date at unknown dose for an unspecified indication. The patient medical history was not reported. There were no concomitant medications. Consumer stated that he had used pfizer product, thermacare wraps, for many years. Consumer stated that he put one thermacare wrap on yesterday morning ((B)(6) 2016) and took it off yesterday in the evening and he had blisters on his back and it burnt his back. Consumer stated that he did not take any treatment for the burns and blisters on his back. Consumer stated that he was using thermacare wraps for probably 5 years. When asked whether he was still using the thermacare wraps or he stopped it, consumer stated that he used it yesterday and he did not put any on today; he also added that he did not use it every day; he just used it as needed. The outcome of the events was not recovered. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event "the burns and blisters on his back" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability., comment: based on the information provided, the event "the burns and blisters on his back" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.